Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2004. Aneurysm and vessel morphology at the time or implantation are unk. It was reported that the pt developed a infection and the stent graft was explanted in 2004. No additional sequelae were reported and the pt is reported to be fine. Medtronic has received the explanted stent graft and the analysis has been completed. The reason for the prominent inflammatory reaction around the aneurysm and the large quantity of purulent secretions within aneurysm sac cannot be determined from the info provided. The microbiology examination reported no organism growth from gram stain tissue culture of aneurysm tissue.